Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The lens remains implanted. The serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had cataract surgery in the left eye (os) by another surgeon and facility in 2008. At a later date, sometime in 2017, the patient was seen for central posterior subcapsular cataract (pscc) by a different doctor who ended up explanting the lens implanted from 2008 and replacing it with a zcb00 intraocular lens (iol). Reportedly, the patients visual acuity at this visit in 2017 was 20/50. Post-operatively, the patient had a refractive surprise of myopia and the doctor thinks it was because the lens may have been mislabeled. The iol master gave a suggested diopter of 24.0, the lens is well centered, and the lens remains implanted. In addition, it was reported that a yttrium-aluminum garnet (yag) procedure was performed on the patient. The patient had asked the doctor if they could take the lens out, but the doctor said ''no, that would be dangerous.'' As a solution, the doctor offered the patient a piggyback lens, which she refused till now. She is unsure what''s best. The doctor explained: 1)leave the lens implanted and wear glasses 2)piggyback iol, 3)lasik or a photorefractive keratectomy (prk). The patient''s most current auto refractions were -0.86 x +1.42 x 17 and -2.07 x +1.07 x 18 with k43.77 at 12 and 44.18 at 102. The patient''s auto refraction on (B)(6) 2017 was -2.03 x +0.42 x 174. No additional information was provided.

Manufacturer narrative:
Additional information: additional information received reported the serial number, which provided the UDI number, expiration date, manufacturing date, model, and catalog number. No additional information was provided. Model number: pcb00. Expiration date: 08/22/2019. Serial number: (B)(4). UDI number: (B)(4). Catalog number: pcb0000240. Device manufacture date: 08/22/2016. Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Upon further review of this event, it was found that the following information had not been included in the initial report: the impacted eye was the right eye (od), not the left eye (os) as originally reported. The initial surgery on the right eye took place on (B)(6) 2017. It was reported that posterior capsule opacification was noted on (B)(6) 2017; however, it was difficult to identify a cause. Yag performed on (B)(6) 2017. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.